Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an unknown surgery (l3-l5) for a lumbar burst fracture on (B)(6) 2023. After transferring to another facility, the patient had a fall. When the surgeon checked the x-ray, the screw at l3 was found to be cut-out. The surgeon's opinion is that he/she does not think the event was caused by the screw¿s defect. Patient outcome/ status ; stable. No further information is available. Remarks: (B)(4) and (B)(4) are involved with the same event. (B)(4) (synthes spine): cement. (B)(4) (depuy spine): screw. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.